Event description:
Information was received that the cadd legacy pump has high pressure alarm after changing the mix. Patient changed to a backup pump. Dose or amount: 23nkm, frequency: continuous, route: intravenous. Dates of use: from 2016 to ongoing. No reported adverse effects.